Event description:
Information received by medtronic indicated that the insulin pump heat up and the battery drain faster. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The customer alleged the pump is over heating and cosmetic damage (battery compartment) found on (B)(6) 2022. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08635 inches. Successfully downloaded the trace and history files using thump. Visual inspection of the battery compartment shows there is corrosion inside from a leaking battery. No unexpected low battery alerts or power/battery related alarms noted during testing. A review of the history files also shows no excessive power/battery related alerts/alarms noted. A new battery was installed at the beginning or the testing and the pump was monitored for three (3) days. No unexpected heating up or hot to the touch noted. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor and no obvious burned components or heat related damage noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay. Pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. The pump passed all functional testing. Cosmetic damage (corroded battery tube) is confirmed. Device heating up anomaly is not confirmed. No power/battery related anomalies or device heating up noted during three (3) day monitoring period. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.